Event description:
The pump was found to be inverted at refill. The pump was manually rotated back into position under fluoroscopic guidance. The patient recovered without sequela.

Manufacturer narrative:
(B) (4).